Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008: the patient presented with severe lumbar stenosis from l3 through l5 and underwent the following procedures: l3 through 5 laminectomies. L3 through 5 bilateral facetectomies (gill procedure). These were at the l3-4 and l4-5 levels. Bilateral foraminotomies at l3-4 and l4-5. Trans-foraminal lumbar inter-body fusion. At l3-l4. Posterolateral fusion from l3 through l5 bilaterally. Inter-body arthrodesis (fusion) at l3-l4. Posterior instrumentation from l3 through l5 utilizing titanium screws and peek flexible rods. Utilization of autograft and bone morphogenic protein in postero-lateral gutters bilaterally from l3 through l5, and in the inter-body device and inter-space at l3-l4. As per-op notes, "...an inter-body device was filled with additional autograft and half of a bmp sponge. Prior to screw placement, the transverse processes at l3, 4 and 5 bilaterally had been decorticated, and 1-and-1-half bone morphogenic protein sponges were placed in the posterolateral gutters, each bilaterally wrapped around autograft.." No patient complications were reported. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.